Manufacturer narrative:
The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during the procedure, loss of capture and diaphragmatic stimulation causing the patient significant discomfort were noted on the left ventricular (lv) lead. The physician decided to cancel the surgery. The patient was in stable condition throughout the procedure.